Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Vertebroplasty. The silver tip on the hydraulic pump of the confidence cement system was difficult to engage onto the cement reservoir lid. The hydraulic pump began to leak a bit as well and was difficult to prime. The product did not perform as it should have. No damage or adverse events experienced by the patient.